Event description:
Event description guidant received information that it was observed on a chest x-ray, that this right ventricular lead had fractured. The lead was surgically abandoned and replaced. There were no adverse patient effects.